Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that no trauma was noted that may have caused or contributed to the high impedance. X-rays did not identify any obvious discontinuities with the vns system. Surgical intervention has not occurred to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery due to high impedance. Further follow-up revealed that the surgery occurred on (B)(4) 2014. The explanted generator and lead have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.